Manufacturer narrative:
Lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model za9003, +22.5 diopter) was removed from the patient's right eye and replaced with another lens in the same procedure because doctor observed a detached haptic after implantation. Additional information was received and it was learnt that during the procedure an incision enlargement was performed and tecnis monofocal intraocular lens (model za9003, +22.5 diopter) was used as a replacement lens. Patient was doing good when discharged. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/06/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The za9003 lens was received in the original box, inside the lens case. The lens was observed under microscope with 10x magnification, viscoelastic residues and several marks were observed in the optic zone. One of the haptics was broken and the other haptic was detached. The complaint was verified. However, this could not be related to manufacturing process since the condition in which the sample is returned could be related to product handling or loading process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.